Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105 alarms which were not reproduced. The alarms were confirmed during a review of the event history log. During the evaluation , several cracks were found in the motor flex tail on the motor assembly, which have been known to contribute to system error 105 alarms. The failed motor assembly was replaced.